Event description:
On 12-mar-2026, arthrex was notified via email of a case study published in 2023 by the archives of orthopaedic and trauma surgery, titled ¿patient-reported outcome measures after mobile-bearing unicompartmental knee arthroplasty were better than medial opening-wedge high tibial osteotomy in early elderly patients with severe osteoarthritis". The study reviewed seventy-three (73) patients who underwent opening wedge high tibia osteotomy, using puddu plate, to address medial compartment oa/opening-wedge high tibial osteotomy. During the mean 5.3 ± 2.6-year follow-up period, two (2) patients experienced hinge fractures. Source: okimura s, suzuki t, matsumura t, et al. Patient-reported outcome measures after mobile-bearing unicompartmental knee arthroplasty were better than medial opening-wedge high tibial osteotomy in early elderly patients with severe osteoarthritis. Arch orthop trauma surg. Oct 2023;143(10):6339-6344. Doi:10.1007/s00402-023-04888-w.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.